Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huyi149 (note: lot number not valid), was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex st. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of ventralex st mesh, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huyi149 (note: lot number not valid), was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex st. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿there appeared to be some omentum up within the hernia sac and the bowel below that. A ventralex st mesh was placed into the space and secured superiorly and inferiorly with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent symptomatic incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh and explant of ventralex st mesh. Per operative notes, ¿a small adhesion in the left lower quadrant was taken down with sharp dissection. The previously placed ventralex st mesh was excised and completely removed. A synthetic mesh was used to cover the defect and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.